Event description:
During service testing, failure code 570:320:844:0000 was found in the event history. According to the hospital representative there was no patient injury or medical intervention reported.